Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery life that was greatly reduced and a battery failed alarm occurred. Blood glucose level near the time of the incident was 150 mg/dl. The customer was not able to complete troubleshooting at the time of the call and stated that he would call back. The insulin pump was not replaced or returned for analysis.